Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implantable pump. The indication for use was cerebral palsy and intractable spasticity. On (B)(6) 2015, the patient's grandmother reported that the patient "had problems with her current baclofen therapy pump during back surgery". No additional information was provided (drug in the pump at the time of the event, reason for the back surgery, what the problem was, and when the event occurred). Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.